Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted. The position, anchor, size and seal (pass) criteria were met and there was no evidence of being over compressed by transesophageal echocardiography (tee) or fluoroscopy. After the release the closure device appears to have moved slightly proximally by fluoroscopy and tee. There was no leak noted and no treatment is expected or needed at this time. The patient is expected to fully recover.